Manufacturer narrative:
This supplemental report is being submitted to provide additional information provided by the customer. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
Additional information was provided by the customer. The camera head was broken. The issue occurred during preparation for use for a laparoscopic cholecystectomy procedure, which was completed using a similar device without any delay and patient harm.

Event description:
It was reported that the camera head had e224 scope communication error. This issue was identified during preparation for use for an unspecified procedure. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information and results of the legal manufacturer's final investigation. The returned device underwent a visual inspection and functional tests to assess the device status. The customer allegation of e224 communication error was confirmed and was due to defective cable unit. The most probable cause of the complaint is component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head had e224 scope communication error. This issue was identified during preparation for use for an unspecified procedure. The procedure was completed using a similar device. There were no reports of patient harm.